Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Al bolus programmed during testing were delivered and recorded properly at the bolus history screens. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit received with partially broken off reservoir tube lip. Unit received with missing reservoir tube lip o-ring. Unit received with cracked case at the display window corners, display window, reservoir tube window, reservoir tube window corners, reservoir tube, belt clip slot and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 297 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The drive support cap appeared normal. There were no leaks or air bubbles. Act button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.